Event description:
The physician placed a PICC line into the pt's arm on (B)(6) 2013. On (B)(6) 2013, the customer had a scan as she wasn't feeling too good. Dr saw that a piece of metal (maybe from the end of the wire guide) into the pt's lung. Piece of metal is approximately 7-8mm. No add'l info has been provided. As per complaint form (B)(6) 2013: "the pt had a fever, the pt belongs to hematology department (cancer disease). The radiology department did one scan. Doctor saw a piece of metal (maybe from the wire guide) into the pt's lung."

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Add'l comments: caution label illustrates: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Root cause is inconclusive. We will continue to monitor for similar complaints. No action is necessary at this time as there is insufficient risk per the risk assessment.